Event description:
It was reported that the ilet displayed an occlusion alert indicating pressure in the tubing or infusion set while the patient was using a contact detach infusion set (6 mm, 23 in), and the alert resolved after the patient changed the infusion set and tubing. Customer care provided support with a recommendation to change supplies. Investigation of this case revealed an occlusion related to the insulin path that was resolved by replacing the disposable infusion components. No symptoms reported as blood glucose was not affected during the event. Outcomes included no injury and no need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set or tubing obstruction.